Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose (bg) was 267 mg/dl. Insulin injections were administered and an alternate pump were used to address bg. Customer reverted to using an alternate pump for insulin therapy and lantus.